Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the latch/lock was unresponsive. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: 29-may-2025 h3: one pump was returned for analysis in used condition. Review of the event history confirmed the presence of the cassette high alarm. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and it was found the latch/lock sensor is defective. The latch/lock sensor was replaced to address this issue.